Manufacturer narrative:
One unopened sample from the complaint lot and two opened samples from the complaint lot were evaluated: the unopened sample was found to be out of specifications due to ph greater than the tolerance level (ph value 7.6), one opened sample was found to be out of specifications for a partial lens, and the remaining opened sample was found to meet manufacturing specifications. A review on the saline batch for this complaint lot was performed, which was found to meet the specification value with a ph value of 7.4. The product shelf-life/stability document was also reviewed and no abnormality was observed in the ph values within the stability specification of 7.1 ¿ 7.9; therefore, the ph result on the unopened sample evaluated is considered within the product stability specification. As for the opened sample that was out of specifications, manufacturing could not determine whether the defect was caused by the manufacturing process due to the sample being returned in an opened state. The manufacturing DHR review and verification result did not indicate any potential event of contamination or unsterile product that may lead to the complaint. The sterilization record and package integrity inspection records were confirmed to meet its specification at the time of release. Based on this additional assessment, manufacturing could not determine the root cause of the complaint. (B)(4).

Event description:
As initially reported by a female consumer, she experienced a scratching sensation or itching, and she had an infection in the right eye after wearing the contact lens for three hours. She added that she had been wearing contact lenses for eight years. The consumer stated that she went to the emergency room and was treated with rifamycin, ciprofloxacin, hexamidine 0.1%, carboxymethylcellulose sodium 4 mg and an unknown ointment or gel; no specified regimen was reported for any of the medications prescribed. On 02/03/2017, additional information was gathered during a phone call with the optician, stating that ¿one of the lenses from the box stung the right eye" of the consumer at the time of wear, which had caused swelling of the eye after three hours of wearing. The optician indicated that the consumer brought the two boxes of lenses to the store with the photocopies of the prescriptions for the treatment of her eye. Additional information was received on 03/22/2017, as per a completed questionnaire from the eye care provider (ecp): the consumer¿s right eye was diagnosed with corneal ulcer (unspecified) along with an unspecified anterior chamber reaction. The consumer experienced severe redness and pain. It was reported that the event resolved with unspecified sequelae, and that the consumer had stopped contact lens wear definitively. On 03/24/2017, additional information regarding the consumer¿s prescriptions was received as follows: rifamycin eye drops, 1 drop eight times daily; ciprofloxacin eye drops, 1 drop eight times daily; hexamidine eye drops, 1 drop eight times daily; carmellose sodium eye drops, 1 drop 4 times daily for 7 days; vaseline + paraffin oil + lanoline alcohols night gel to be applied every evening for 7 days; levocabastine eye drops, 1 drop in the morning and 1 drop in the evening for 5 days; borax + boric acid eyewash to be used in the morning and in the evening; and tramadol 100 mg tablet to be given every 6 hours.

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a patient, she experienced a scratching sensation or itching, and that she had an infection in the right eye after wearing the contact lens for 3 hours. She also added that she has been wearing contact lenses for 8 years. The consumer stated that she went to the emergency room and was treated with rifamycin, ciprofloxacin 0.1%, carboxymethylcellulose sodium 4 mg and an unknown ointment or gel; no specified treatment regimen was reported for any of the treatment prescribed. On 02/03/2017 additional information were gathered during a phone call with the optician, stating that ¿one of the lenses from the box stung the right eye of her client at the time of report and had caused swelling of the eye after 3 hours of wear". The optician indicated her client brought the two boxes of lenses to the store with the photocopies of the prescriptions for the treatment of her eye. Additional information received on 3/22/2017, as per completed questionnaire from the eye care provider (ecp), the patient¿s right eye was diagnosed with corneal ulcer (unspecified) along with an unspecified anterior chamber reaction. Also, the patient experienced symptoms of severe redness and pain. The patient was prescribed with the following: rifamycin eye drops, 1 drop every 3 hours; ciprofloxacin, 1 drop every 3 hours; hexamidine eye drops, 1 drop every 3 hours; carmellose sodium eye drops, 1 drop every 6 hours for 7 days; vaseline + paraffin oil + lanoline alcohols night gel to be applied every evening for 7 days; levocabastine eye drops, 1 drop in the morning and 1 drop in the evening for 5 days; borax + boric acid eyewash to be used in the morning and in the evening; and lastly tramadol 100 mg tablet to be given every 6 hours orally. There were no reports of any hygiene or handling issues. It was reported that the patient stopped contact lens wear and that the event resolved without sequelae.